Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: fx catheter could not be removed by nurse. Crna was called in and md anesthesia. Catheter broke just proximal to patient skin level. Patient was sent to have catheter removed. Additional information received: during removal of fx catheter post labor, the catheter broke outside of patient. First attempt was a nurse. Next attempt was 2 crna's putting the patient in various positions, no success. Next was a md anesthesia and he/she had no success. Patient was sent to have catheter removed. Neurosurgeon pulled and broke another section outside of patient. The remainder of the catheter was surgically removed. Patient reported to be ok.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Per the manufacturer's investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.